Event description:
Health care professional (hcp) reports 2 blood leaks into dialysate noted near onset of pt treatment. Health care professional reports dialyzer reused between 7 - 8 times. Health care professional reports no pt injury.